Event description:
Baby was born with gastroschisis requiring constant decompression through the use of a replogle suction catheter connected to low intermittent suction both pre and post operatively. Baby is 4 days post op with rn noting leaking back through the blue air port of a 10 fr 24 inch argyle replogle suction catheter. We sometimes see leaking through the air port if an rn aspirates back but in this case the rn did not aspirate back. Alert rn noted the leaking and replaced the replogle immediately. No harm to baby. Will send replogle catheter to biomed for analysis and reporting to manufacturer. Manufacturer response for replogle suction catheter, argule replogle (per site reporter). Awaiting manufacturer response.